Event description:
It was reported that while attempting to deploy an absolute stent in the internal iliac artery (off-label) to bridge with an other previously, uneventful, deployed absolute stent, the doctor had difficulty rotating the thumbwheel. When the stent finally deployed, it "jumped" in an unintended location. Also, the stent deployed shorter that anticipated. Another absolute stent was deployed to bridge the two previously deployed stents. There was no reported pt effect and no additional information available.